Event description:
After a successful insertion of the iab, the physician attempted to aspirate via the pressure line, and heard air returning. As a result of this, the iab was removed and replaced. There were no patient complications.